Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/device evaluation. H3 device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information.

Event description:
The product was evaluated. The customer complaint confirmation was undetermined because an investigation cannot be performed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.